Event description:
The customer reported via phone call that she had been hospitalized with an unexplained blood glucose of 714 mg/dl. The customer reported that the insulin pump had alarmed no delivery several hours prior to the event during bolus deliveries and had treated with a manual injection. The insulin pump alarmed no delivery again, which was resolved by a complete set change. Customer stated that the insulin pump acted as though it was delivering insulin, but she wound up with high blood glucose. Customer complained of dizziness, nausea, vomiting and chest pain. The customer's most recent blood glucose was 169 mg/dl. Customer reported that the bolus history did not display all bolus entries based off her recollection. Customer was advised that the insulin pump be replaced due to the history anomaly and agreed to return the device for analysis. Customer declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing, including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test, and displacement test. No excessive no delivery alarms were noted. All boluses delivered during testing were properly recorded at the bolus and daily total history screens. No bolus or bolus history anomaly was noted. The unit was received with a cracked case at the reservoir tube, reservoir tube lip, and reservoir tube window. The unit was received with a minor scratched liquid crystal display window.